Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run - electrical control unit and motor were damaged, the coupling was worn, the trigger and moving parts did not move smoothly and was sticky, and there was component damage. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.